Manufacturer narrative:
A1: patient identifier: not available due to hospital policy a2: age or date of birth: not available due to hospital policy a3a: sex: not available due to hospital policy a3b: gender: n/a a4: weight: not available due to hospital policy a5: ethnicity: not available due to hospital policy a6: race: not available due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: tech the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the technician inserted the involved angio-seal sheath with arteriotomy locator as directed per the instructions for use (IFU). After removing the arteriotomy locator, the technician inserted the closure device placing the bypass tube into valve. All the IFU procedural steps were followed. The technician attempted to pull back on the sheath and the device to complete closure. The entire system was pulled from the patient's body. There was no indication that the device had any of the components of an angio-seal closure device (foot plate, sutures, collagen). They ended up holding manual pressure. There was no evidence of distal embolization. The type of procedure is a right lower extremity (rle) angiogram. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).